Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9112996. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe was broken with a bd syringe 1.0ml 30ga 8mm. The following information was provided by the initial reporter, translated from portuguese to english: at the time of sale, customer opened the box to observe and noted that the syringe was broken between the numbering from 06 to 010, missing a piece.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe was broken with a bd syringe 1.0ml 30ga 8mm. The following information was provided by the initial reporter, translated from portuguese to english: at the time of sale, customer opened the box to observe and noted that the syringe was broken between the numbering from 06 to 010, missing a piece.